Manufacturer narrative:
The reported event of damaged power cord straps and retainers file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported damaged power cord straps and retainers. During the technical practice site visit it was observed that third party power cords that have a mold that is too big for the power cord retainer are in use. There was no report of patient involvement.